Manufacturer narrative:
Investigation summary: customer returned ten 1cc, 12.7mm, 30g syringes in an open poly bag from lot # 6144764. Customer states that one package of syringes opened at the seam. The returned poly bag was examined and exhibited an open seal along the back of the poly bag. This does not constitute a sterility breach of the product. A review of the device history record was completed for batch# 6144764. All inspections were performed per the applicable operations qc specifications. On 23jan2018, (B)(4) received ten 1ml, 12.7mm, 30g syringes in an opened polybag from batch# 6144764. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd (B)(4) were noted. The vertical seal was noted to be open on one end and exhibited burn-through on the other end. This is typically indicative of a misalignment during the formation of the seals and prior to the webbing being cut on the form fill & seal. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause: an inadequate seal was made prior to the bag being cut. This is usually because of a misalignment on the conveyor belt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a package of bd insulin syringe with the bd ultra-fine¿ needle(s) were opened before use. There was no report of injury or medical intervention.